Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative. Zfx received one (1) gentek® retaining screw, tsv®/trabecular metal® for evaluation. Visual evaluation, functional test was performed. Visual evaluation: the screw is broken under the screw head. The screw has scratches and is in used condition. The top coil from thread has come off. Functional test: the dimensions are on tolerances from drawing s173. Measurement instruments used: micrometer mc/0-25/05 and indicator in/0-150/08. Complaint history review was performed for the reported lot number 2120022812 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : screw¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive torque applied - customer error. Therefore, based on the available information, a device malfunction did occur. The screw is broken under the screw head. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the gentek screw fractured. Pain was reported as a result of the event. Tooth site 36. Screw placed on (B)(6) 2025 and removed on (B)(6) 2025.

Manufacturer narrative:
Zimvie complaint number (B)(4) a4: patient weight: unknown / not provided. D4: expiration date: unknown / not provided.